Event description:
Customer reported fast depletion of the pump's battery. Her blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided troubleshooting guidance and resolved to send her a replacement pump. They advised maintaining insulin delivery with her current pump while awaiting the new one and guided her to uninstall and reinstall the mobile app to monitor battery usage.